Event description:
The technician alleged the nurse call is not functioning from the bed and the tv and lightening are not functioning either. No patient impact.

Manufacturer narrative:
The technician found damage to the communication cable at the wall. The technician replaced the communication cable to resolve the issue.